Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 2 years, 2 months (calculated from the date when the system controller was issued to the patient). The system controller is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2011. It was reported that the patient's spouse called the vad coordinator to report that the patient was unresponsive. A backup battery fault alarm had sounded and the patient had attempted to exchange the system controller, but was reportedly unable to make the connection between the driveline and the system controller. The spouse was also unable to make the connection. The vad coordinator on call instructed the patient's spouse to call 911 emergency medical services (ems). When ems arrived they were able to connect the driveline to the system controller. The patient was transported to the local hospital. Upon arrival, the patient's pupils were fixed and dilated and the patient was declared doa. The spouse chose to withdraw vad support. The vad coordinator reported that all of their patients have been educated not to change the controller without notifying the vad team of the alarm status, and then with direction, to change the controller in the presence of a caregiver. No additional information was provided.

Manufacturer narrative:
Based on the manufacturer's investigation findings, following the reported backup battery fault alarm, an attempt to exchange to the backup system controller was made and a report of difficulty completing the system controller exchange was observed. The backup system controller was not able to connect to the patient's driveline. The serial number of the backup system controller is (B)(4). The report of difficulty completing the system controller exchange event was unable to be confirmed during evaluation of the returned system controller, serial number (B)(4) . The system controller was functionally tested and was found to function as intended. All audio and visual signals were verified during the test. During analysis, the system controller was connected to different test pumps without difficulty. Incidentally, review of the log file retrieved from the returned system controller indicated a backup battery fault alarm associated with a backup battery passed the expiration date error code was recorded on (B)(6) 2015 from 12:03am to 01:52am (according to the time stamp). The event occurred after the ems response team arrived when the backup system controller was reconnected. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.